Event description:
Per the audiologist's report, the patient sustained head injuries in the area of the implant one month to 6 weeks ago. The patient contracted meningitis after the accident. He has recovered from the meningitis and has resumed device use. Additional information has been requested.

Manufacturer narrative:
This type of event is addressed in the device labeling.